Manufacturer narrative:
Additional information was received indicating that the issue was related to the customer supplied clinical network; therefore, this is no longer considered reportable. The absence or loss of network connectivity would be associated with obvious indicators that data transmission is not occurring. Bedside monitors alarm and display a no central monitoring inop message; mx40s enter monitor mode, alarm locally and display a no central monit. Message; trx4841a/trx4851a transceivers generate a beep sound to indicate that there is no central monitoring. The user is instructed to implement alternate means of monitoring as warranted. Based on the results of the analysis, it was determined that the most likely cause of the reported problem was a switch stack that has management issues that require a reboot. This is a customer supplied clinical network (cscn). The customer has a project planned to uplift switch stack is scheduled for later in the year. At this time, the product remains in clinical service.

Manufacturer narrative:
E1 reporting institution phone #: (B)(6). E1 reporter phone #: (B)(6). Remote analysis was conducted by a philips remote service engineer (rse), who coordinated follow-up with the hospital¿s information technology (it) department. Troubleshooting activities performed by it identified that the issue was related to a network infrastructure problem, specifically a switch stack experiencing management issues that require a reboot. It advised that resolving the management issues would necessitate rebooting each affected switch stack. However, performing a hard reboot presents a significant risk that the switch stack may fail to come back online, which would result in a loss of network connectivity for all devices connected to the stack, including clinical systems. Due to this risk, the hospital has deferred rebooting the switch stack at this time. The hospital has a planned project later in the year to upgrade the switch stack. The product remains in clinical service. Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that monitors are sometimes not associating with the central station. Chicklets are not appearing on some monitors in level 2; this issue is happening across the hospital. The device was reported to be in clinical use. No adverse event to the patient or user was reported.